Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the battery remaining with this subcutaneous implantable cardioverter defibrillator (s-ICD) was (B)(4) percent in (B)(6) 2016, and is now (B)(4) percent. Engineering analysis confirmed the change in longevity is an artifact of the longevity calculation changing from the programmer estimated value to an actual value based on the device battery voltage. The programmer estimate typically underestimates longevity. The (B)(4) percent value is more accurate. The device battery appears to be depleting normally. Engineers calculated that this translates to about 5 to 8 months of longevity remaining. The device remains in service.

Manufacturer narrative:
(B)(4). The device was explanted for normal battery depletion and replaced. The device has since been returned and is currently in analysis. Upon completion from analysis, this report will be updated. This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. It was confirmed that the device was at eol battery status. External visual inspection identified no anomalies. Functional shock testing was conducted and did not pass testing because of the depleted condition of the battery. The device was disassembled and detailed analysis was performed on all three battery cells. One of the battery cells was confirmed to be completely depleted. Engineers determined that this device was demonstrating behavior consistent with a high current condition associated with the cathode and anode coming into contact and causing internal cell depletion. Manufacturing enhancements, designed to mitigate the occurrence of this rapid internal cell depletion, were implemented in 2011. This device was manufactured prior to implementation of the corrective action.

Event description:
----